Event description:
Once opened a ureteral stent during case, doctor uncoiled stent end to go over wire & end of stent snapped off. It never reached the patient, but was unsafe due to potentially happening inside a patient, or not realizing it happened before putting inside patient.